Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the balloon material identified a 5mm longitudinal tear in the balloon material located over the distal edge of the distal markerband. An examination of the balloon material and distal markerband did not identify any issues which could have potentially contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. The physician advanced the 15mm x 3.00mm apex monorail balloon catheter across the lesion, inflated the balloon once to 8 atms and the apex balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. The physician advanced the 15mm x 3.00mm apex monorail balloon catheter across the lesion, inflated the balloon once to 8 atms and the apex balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.